Event description:
A male underwent initial aaa repair in 2005. The physician placed one main body and two iliac leg grafts. The aneurysm continued to grow so in 2008, the physician coil embolized the internal iliac and extended the seal to the external iliac by using two flex iliac leg grafts. Patient is fine.

Manufacturer narrative:
The device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. At this time, we are unsure exactly why the endoleak occurred but an internal clinical review indicated that it was most likely due to anatomical changes in the patient over time. We have notified the appropriate individuals, and we will continue to monitor for similar events.